Event description:
The customer reported that during the procedure, the electrosurgical pencil was placed on the drape covering the pt when it was not in use. Operating room personnel noticed the pencil was operating in the cut mode without any activation on their part. No pt injury occurred. The incident device is not being returned for evaluation.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2012. The customer has indicated the incident device will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. The (B)(4) instructions for use warn to place the pencil in a holster when not in use.